Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking. The product was unable to be used properly.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. The ureteral stent and removed suture were returned without the original packaging. An evaluation was completed by future matrix. No break/separation could be seen on the returned stent. The removed suture appeared to be stretched due to the way the suture curls at the end of the separation; this is seen when the suture is pulled with excessive force. The sample passed all dimensional requirements; the outer diameter measured 0.0615" using a laser micrometer, the tip inner diameter measured 0.039" with a pin gauge. A 0.035" guidewire passed through the sample with no resistance. As no patient involvement was reported the device was not used, however is intended for treatment purposes. No root cause was identified as the reported event was unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a label/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ureteral stent was found to be ruptured upon unpacking. The product was unable to be used properly.